Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. After full troubleshooting of the pump, customer support found no issue with the pump at this time. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: review of the black box and download history revealed the following: review of the black box and download histories revealed total daily doses correctly reflected the user¿s programmed basal rates. Only typical use alarms were recorded; there were no alarms related to the complaint. The pump was exercised for 29 hours and found to be delivering within specifications. The complaint was not duplicated during investigation.